Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient noted there was one unused supply line that was not clamped or capped off. Baxter's technical service center assisted the home patient in ending therapy. Per the service order, the home patient stated that they would complete therapy with manual exchanges. No patient injury or medical intervention was indicated at the time of the initial report.